Manufacturer narrative:
Additional information was received that the reason for revision was to upgrade patients battery. No further course of action will be taken at this time.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the reason for revision was due to patients ipg was depleting rapidly and was not charging efficiently.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.